Event description:
It was reported that the customer went the emergency room and was subsequently hospitalized with a blood glucose (bg) level ranging from 396-406 mg/dl with large ketones and diabetic ketoacidosis that the health care provider determined to be dangerous/life threatening. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage. Reportedly, the customer alleged that insulin was not exiting the infusion set tubing; however, customer declined further troubleshooting for the issue and a root cause was unable to be determined. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.